Event description:
Physician reported a sudden decentration of the iol 3 1/2 months post-op implantation of the device. During secondary surgery to remove the iol he noted that the trailing haptic had detached. Lens was successfully removed and replaced, detached haptic was lost during the procedure.